Event description:
Literature: wiese, l. M., schneider, g. H., kupsch, a., haumesser, j., hoffmann, k. T. Postoperative MRI examinations in patients treated by deep brain stimulation using a non-standard protocol. Acta neurochir 2010. 152: 2021-2027. Published online july 20, 2010. Doi: 10.1007/s00701-010-0738-y. Summary: the authors report on post-operative MRI exams in 211 patients between (B)(6) 2000 and (B)(6) 2008 following implant of a bilateral deep brain stimulation system. A total of 212 initial post-operative scans and 31 additional post-operative scans were performed. MRI was acquired at 1.5t with a rf transmit/receive head coil comprising a t2 weighted fast spin echo (fse) and a t1-weighted inversion recovery fse sequence. Local cranial sar values measured up to 0.9w/kg compared to the manufacturer's recommendation of 0.1 w/kg. Initial scans (1-7 days after surgery) were performed with externalized leads, long-term scans (>30 days after surgery) with a connected generator. New neurological deficits were assessed before and after MRI. Additional mris were compared to the initial post-operative MRI with emphasis on new lesions. Reported event: out of 212 initial post-op scans hemorrhage was found in 5.6% (12) of the cases, varying from a hardly discernable pial hemorrhage or slight hemorrhage seaming the electrode channels to a high frontal hematoma 30mm in diameter. The outcomes were not provided. Further information is being requested at this time.